Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was a power-on-reset (por). It was stated the therapy stopped due to the por. The patient put control batteries in and was going to increase stimulation at the time of the por. The por was not related to an overdischarge event. The patient stated they pushed a button while on the phone and the por went away. No further complications were reported.